Event description:
Report 2 of 2. Consumer reported via e-mail that upon removal a tampon fell apart which caused her pain. She had her partner help her finish removing the pledget from her vaginal cavity. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome, however, no further information has been received.

Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.